Event description:
The user facility reported a 76-year-old male patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was attempted to be placed, however the patient arrested during the impella placement. Cardiopulmonary resuscitation was performed and the impella was pulled out of the sheath. After multiple attempts to reinsert the impella over a wire and second device was opened but the patient expired before the pump could be inserted. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue cannot be determined since the product was not returned and insufficient clinical details are provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vf/vt/af/at (ventricular tachycardia) was not determined.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2024-08071 was provided.